Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of waking up to find that reservoir was empty. Customer reported that insulin leaked into reservoir compartment. Customer reported to have low blood glucose of 11 mg/dl and paramedics were called on (B)(6) 2017. Customer was treated at home and was not taken to the hospital. It was not sure if customer was wearing insulin pump at the time of treatment. Customer's blood glucose was 66 mg/dl at the time of call. Customer did not believe that insulin pump was over delivering. Customer was advised to monitor insulin pump and to call back if issue persisted.